Event description:
The pt reported a return of tremor. During the past 10 months the pt's device was reprogrammed four times. Per the pt, the health care provider (hcp) stated there is a loose connector. The hcp reprogrammed the device and doubled the pt's medications in 2008, resulting in tremor relief. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.